Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The last time the battery was used for 35 hours causing the cell to mis-match. However, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged charger or battery.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack and a us distributor reported that a battery would not power on a monitor.